Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination of the returned complaint device revealed stent damage. There was a kink in the stent struts at the fourth and fifth row from the distal edge. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The stent area where no damage was present met specification. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30-aug-2010. It was reported that during a coronary treatment procedure, crossing difficulties occurred. (B)(4). The procedure was completed with another device. No patient complications were reported and the patient's status is stable. However, device analysis of the taxus liberte sds revealed stent damage.